Event description:
It was reported that the patient visited a facility in the united kingdom to report that the subcutaneous implantable cardioverter defibrillator (s-ICD) was beeping. The patient had traveled from saudi arabia, and it was noted that the battery depletion alert which resulted in the audible beep tones) was triggered while the patient was in saudi arabia. Technical services reviewed the device data and confirmed that the power consumption was increasing in a gradual fashion, and noted that the therapy would remain available if the device was explanted within 90 days. The device currently remains implanted, and it was reported that the patient is scheduled for a device replacement procedure on (B)(6)2024. To date the patient had declined a replacement and has not been seen back at the hospital for a follow up. No adverse patient effects were reported. The device remains implanted

Manufacturer narrative:
This report is being filed to update the describe event or problem field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited beeping tones, and upon interrogation a battery depletion error in january 2024. The customer has sent a save to disk for technical services (ts) review and a replacement window. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to update the describe event or problem field.

Event description:
It was reported that the patient visited a facility in the united kingdom to report that the subcutaneous implantable cardioverter defibrillator (s-ICD) was beeping. The patient had traveled from saudi arabia, and it was noted that the battery depletion alert which resulted in the audible beep tones) was triggered while the patient was in saudi arabia. Technical services reviewed the device data and confirmed that the power consumption was increasing in a gradual fashion and noted that the therapy would remain available if the device was explanted within 90 days. The device currently remains implanted, and it was reported that the patient is scheduled for a device replacement procedure on (B)(6) 2024. To date the patient had declined a replacement and has not been seen back at the hospital for a follow up. Additional information received noted that the device was explanted and returned from the united kingdom. The explant date was not provided despite efforts to obtain this information. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited beeping tones, and upon interrogation a battery depletion error in (B)(6) 2024. The customer has sent a save to disk for technical services (ts) review and a replacement window. To date the patient had declined a replacement and has not been seen at back at the hospital for a follow up. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to update the describe event or problem field.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient visited a facility in the united kingdom to report that the subcutaneous implantable cardioverter defibrillator (s-ICD) was beeping. The patient had traveled from saudi arabia, and it was noted that the battery depletion alert which resulted in the audible beep tones) was triggered while the patient was in saudi arabia. Technical services reviewed the device data and confirmed that the power consumption was increasing in a gradual fashion, and noted that the therapy would remain available if the device was explanted within 90 days. The device currently remains implanted, and it was reported that the patient is scheduled for a device replacement procedure on (B)(6) 2024. To date the patient had declined a replacement and has not been seen back at the hospital for a follow up. Additional information received noted that the device was explanted and returned from the united kingdom. The explant date was not provided despite efforts to obtain this information. No additional adverse patient effects were reported.